Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode post es 1.11 upgrade, while showing online on rss. The technical support specialist (tss) remoted into the stations and updated the hosts file to reflect the new server. The customer verified that the station was communicating properly after the update. The tss also attached the relevant knowledge article (hospital network / adt / oe or customer 3rd party software issue). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to communicate with server and went to disconnected mode post es 1.11 upgrade, which located on bmh1east. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.